Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced an acute upper gastrointestinal bleed. Anticoagulants at the time of event were aspirin and warfarin. The patient underwent upper endoscopy on (B)(6) 2017 with active bleeding from a large gastric antral lesion with adherent superimposed clot. Site of bleeding was reported to be gastrointestinal with no arteriovenous malformation (avm) found. Given how adherent the clot was, the patient¿s gastric antral lesion was not cauterized. Rather, anticoagulation was withheld. The patient¿s aspirin was able to be restarted 2 weeks after gastrointestinal bleed. Bleeding was resolved on (B)(6) 2017. No additional information was provided.